Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the meter was displaying inaccurately high results compared to another meter. This complaint is being classified using the documentation from the customer care advocate (cca). The reporter stated the alleged issue first started on (B)(6) 2013 at 1:27pm. The reporter alleged obtaining readings of "500mg/dl" compared to "72mg/dl" on another meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl. The reporter stated, the patient uses insulin pump therapy to manage her diabetes and tests more than 4 times a day. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The reporter stated, the patient did not develop any symptoms as a result of the alleged issue. The reporter stated, the patient contacted a healthcare professional for phone advice "right away" after the alleged issue occurred. However, the reporter stated, the patient did not receive any treatment for an acute complication of diabetes. The cca confirmed the patient was using the correct test steps at the time of testing and was using an approved sample site. The reporter stated, the patient's test strips and test strips vial were in good condition. However, a control solution test was not completed due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event. The reporter did not allege any blood glucose readings, symptoms and treatment which indicated an acute complication of diabetes occurred. However this complaint is being reported since the reporter used a meter vs. Another meter comparison where the calculated difference of the results meets lfs' criteria for accuracy reporting.